Event description:
It was reported that the user experienced a period of hyperglycemia up to 318 mg/dl and observed that the ilet pump did not deliver insulin for approximately thirty minutes while glucose was high but trending downward. A small dose was subsequently delivered when glucose reached approximately 180 mg/dl. Troubleshooting indicated that the system withheld insulin due to the downward trend and resumed dosing as glucose continued to decline. The user¿s glucose later returned to the normal range. Symptoms included hyperglycemia without reported ketones or systemic effects. Outcomes included no alerts for prolonged severe hyperglycemia, no use of backup therapy, no medical intervention, and no hospitalization. Investigation included review of device performance using trend data and user reports, along with education on system behavior. Investigation of this case revealed that the device functioned as designed by suspending or reducing insulin delivery during a downward glucose trend. No device malfunction or component failure was identified. Based on previously established findings for similar reports, the cause was determined to be unclear but consistent with expected automated insulin modulation during a downward glucose trajectory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.